Event description:
It was reported that the physician attempted three times to do a defibrillation threshold (dft) test as well as 50hz burst and was unsuccessful; a 35j shock was also attempted with no success. The device would not charge in a timely fashion. It was also reported that the device flagged end of service (eos) and charge circuit inactive. Therefore the implantable cardioverter defibrillator (ICD) device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed gate oxide/cap oxide current leakage.